Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to endocarditis. Device evaluation revealed a pacing rate of 130 ppm. The rate response feature was programmed off and the sensor went back to a normal rate. A boston scientific technical services consultant informed the caller that the high rate pacing was due to interaction with the hospital equipment. The device and associated leads were subsequently explanted due to infection. Vegetation on the leads were observed during the explant procedure. No additional adverse patient effects were reported.